Event description:
It was reported by service report that the upper/lower lifting bars were damaged, the restraints were frayed, and the switch assemblies had malfunctioned. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged lift tubes, frayed restraints, malfunctioned switch assemblies.